Event description:
A donor segment tested o, rh positive on the galileo instrument and tested a, rh positive manually using tube testing. Customer repeated testing using a new segment and again received o, rh positive results on the galileo.

Manufacturer narrative:
Donor segments from the customer were returned and tested on an in-house galileo. Both donor's segments typed as o, rh positive. In-house donor segments were tested on the in-house instrument and performed as expected. Hemagglutination tube testing was performed on in-house donor segments and customer's donors' segments. All in-house donor segments and customer's donor segment types were consistent with galileo results. One of the customer's donor segments exhibited weak reactivity (w+) with anti-a (murine monoclonal). The segment exhibited strong reactivity (3+s) with retention anti-a, b (murine monoclonal). This suggests the donor red cells are a weak asub phenotype. The results appear to be related to the nature of the sample. Although the donor unit was not mislabeled, the potential for transfusion of incompatible blood exists.